Manufacturer narrative:
(B)(4). Batch #: unknown. The following information was requested, but unavailable: please clarify, what part of the device broke? Did the active titanium blade break off? Is the hand switch damaged? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rhytidectomy, while the physician was using the device on the patient's face, "it" just broke in two pieces. There were no patient consequences.